Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an unknown source regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient programmer was not working and it just had a blank screen. Patient services offered to troubleshoot, but the caller was unfamiliar with the programmer and just requested to have a rep come out and help. The caller was redirected to follow-up with the healthcare provider (hcp) to get in contact with a rep. It was unknown when the blank programmer screen issue began. No further complications were reported/anticipated. On 2019-jun-10, additional information was received from the patient calling to request a rep be paged to their assisted living facility. It was reported that the patient fell and broke their hip. It was also added that when the patient fell they thought they ¿smashed the implant¿ and reported that they were in the hospital for a long time. It was reported that the patient was in a lot of pain and they were currently in an assisted living facility and couldn¿t travel. The patient noted that their patient programmer and documents were all lost and they needed a rep to come and see if the implant was still functioning following the fall. It was confirmed that the patient¿s pain and ins check were all related to their fall/breaking their hip. The event date for the fall was (B)(6) 2019. An email was sent out to the local reps. The rep replied stating that they would meet with the patient today ((B)(6) 2019). It was reported that the ins battery was at 3.015v. The estimated longevity was as follows: 1.9v/450pw/40hz. 4 anodes and 4 cathode on 24/7 eri: 3.43 years and eos: 3.68 years. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 97740, serial# (B)(4), product type: programmer, patient.(B)(4). Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that there was no impact on the ins or leads from the fall. It was reported that impedances were checked and revealed no short or open circuits. It was reported that the patient had recently moved and misplaced their programmer. It was reported that they found their programmer on (B)(6) 2019. When the rep interrogated their ins their ins was turned off. It was indicated that as long as the patient¿s ins was activated they felt efficacious stimulation. The rep stated that their stimulation was off at the time of their fall and because they had lost their programmer several months after their move they didn¿t know whether their scs was on or off. The issue was resolved as of (B)(6) 2019. The patient¿s weight at the time of the event was (B)(6). It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.